Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received on october 1, 2018 indicates that the patient's right ventricular lead was removed and replaced due to the high capture thresholds. The patient's right atrial lead was also removed and replaced due to lead noise. The noise was first noted via remote transmission. There were no complications and/or patient adverse events.

Manufacturer narrative:
Analysis was normal. No anomalies were found.